Event description:
Customer returned an additional device for evaluation that has foreign material in the luer adaptor. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a foreign material is confirmed and was determined to be supplier related. One 19g x 0.75 in safestep infusion set was returned for evaluation. An initial visual observation revealed a small white material inside the open device package. The sample was returned without the dust cap. A microscopic observation revealed the white material appears to be a piece of plastic that was likely chipped from the dust cap. The damage observed on the returned sample suggests the dust cap may have been damaged during an automated manufacturing process. The supplier has been notified of this event. This complaint will be recorded for future trending and monitoring purposes.